Event description:
It was reported ongoing intermittent occlusion alarms occurred. Reportedly, the customer sometimes uses trusteel infusion set longer than the recommended 48 hours, which is considered off label use. There was no reported adverse impact to the customer¿s blood glucose level. A replacement pump was sent to the customer to resolve the issue.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.